Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device does not beep when air entered the line nor does it shut off when it is supposed to. Additional information was provided on 7-dec-2020 stating that the issue occurred during feeding. The customer had stated that upon checking on the client¿s feed, they noticed that there was air in the entire feeding bag tubing. The feed was still running and connected to the client¿s mickey port. The alarm had not gone off to indicate that the formula/ fluid in the bag was gone. No patient injury was reported.